Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 18mm amplatzer amluet was implanted using a 14f amulet delivery system. During the procedure, heparin was administered and a concomitant atrial fibrillation ablation had been performed, with the patient noted to be in sinus rhythm at the time of the procedure. No pericardial effusion was present prior to the procedure, and the transseptal puncture was performed at an inferior and mid location. During the procedure, multiple wire and delivery sheath exchanges were required, and there was difficulty implanting the device due to multiple manipulations. An initial attempt was made using a 25 mm amplatzer amulet, which was later confirmed to represent a mis-sizing event. The 25 mm device was attempted to be deployed proximal to the bifurcation of the distal lobes of the laa; however, appropriate deployment could not be achieved due to pectinate anatomy, and the device was resized and not implanted. A second attempt was then performed using a 16 mm amplatzer amulet, which was also confirmed as a mis-sizing event. This device was attempted in a sub-selected lobe, but it was determined that the disc was not large enough to adequately cover the laa ostium, and therefore it was resized and not implanted. A third device, an 18 mm amplatzer amulet, was subsequently selected and successfully implanted. On (B)(6) 2026, it was further reported that the patient experienced cardiac tamponade. The pericardial effusion was managed with pericardiocentesis.